Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was loaded physically in the machine but not showing in the server. A technical support specialist (tss) dialed into the server to verify that the medication identifiers were loaded into both stations drawers but did not properly pending in the manage inventory. Tss mailed the user to unload the medication ID from all the pockets, pending med ID in manage inventory and select the desired pocket for loading and load the medication into the pyxis. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted that the medication semglee had been loaded into two machines upedilake, uwestpod; however, it was not appearing as a stocked item on either device. Additionally, the medication did not display as stocked under the manage inventory section on the es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.